Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2367 alarm was not confirmed. The root cause was undetermined.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2367 alarm which occurred on the homechoice during use during dwell 4 of 5. There were no previous alarms in the alarm log. The hp would end therapy for the night. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the hp had contacted her about the event. The patient did not notice any air in the line nor anything unusual about his supplies. The patient had completed therapy with manuals the next day, and therapy has been going well since. There were no adverse effects reported in relation so this event. There was patient involvement, but no medical intervention or serious injury was reported.